Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a broken case. It was also found that the output connector assembly and main seal were broken, and the display wires were pinched without compromise to the insulation. Furthermore, the hanger assembly, encoder assembly, main printed circuit board (pcb), four knobs, display flex, three case screws, the hanger screw, and one main printed circuit board (pcb) screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to a broken case, tested out of specification during manufacturer¿s analysis. There was no patient involvement.